Event description:
It was reported by service report that the aux outlet has no power for xprt mattress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken circuit breaker outlet.